Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 44-46 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, customer continued to use the pump for insulin therapy and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.